Event description:
Device was returned for investigation. It was confirmed that the device malfunctioned. The cause of the customers complaint is a burned base charger.

Manufacturer narrative:
Device was returned for investigation. It was confirmed that the device malfunctioned. The cause of the customers complaint is a burned base charger.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
The customer reported to philips that the sonicare charger lit on fire. There were no injuries reported. There was paint disoloration.